Event description:
Jpt to fluoro for transvenous pacemaker inserion. Using an introducer kit, a guide wire was introduced into the right internal jugular vein. Position was confirmed on fluoroscopy. Over this guide wire, using the dilator kit, the introducer sheath was advanced. The dilator and guide wires were then removed. A #7 french temporary transvenous pacemaker wire was then advanced through the sheath into the right ventricle. It was positioned at the right ventricular apex and tested for stability. The threshold was found to be quite satisfactory at about 3 volts. However, because of leakage from the valve in the sheath around the pacing wire, a decision was made to change the sheath and the pacing wire. The guide wire was then reintroduced into the sheath, and over this same guide wire, an alterative sheath was advanced. Through the second sheath, a #7 french transvenous temporary lead was advanced into the right ventricular apex. No further problems identified. A different manufaturer's kit used for second attempt.